Event description:
It was reported that during a coronary drug eluting stenting procedure, stent dislodgment and migration occurred. The target lesion being treated was located in the obtuse marginal (om). The 2.5x8mm taxus liberte stent was unable to be delivered and got caught on the proximal circumflex (cx) during retrieval. The stent dislodged and migrated to the om. The procedure was completed with this device. Patient condition listed as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. .